Manufacturer narrative:
Concomitant medical products - model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Additionally noted was oversensing noise, out of range/high pacing impedance, and possible intermittent t wave oversensing (twos) noted on stored electrograms (egm). A lead fracture is suspected. Reprogramming was completed and eventually the lead was removed and replaced. No patient complications have been reported as a result of this event.